Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the paint on the pump housing was chipped. Reportedly, the customer was experiencing difficulty loading and removing cartridges. Blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge successfully and continued using the pump for insulin therapy.